Event description:
The customer reported to olympus, the high definition lcd monitor was overheating and shutting off during an unknown procedure. During the inspection of the returned device, a faulty board was found. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. It was determined that a faulty board caused the reported failure. In addition, scratches were observed near the top of the window screen. The investigation is ongoing and follow up with the user facility is currently being performed. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the faulty board. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.